Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: catheter. Product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-jan-2004, UDI#: (B)(4); product ID: 8703w, serial/lot #: (B)(4), ubd: 02-feb-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 895.6 mcg/day) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had a pump replacement on (B)(6) 2021 due to battery end of life. The catheter was not changed at that time. During the pump replacement, the existing catheter was never aspirated and was clamped with suture boots to prevent the catheter from draining. The new pump was primed on the back table and after the prime was completed, was connected to the existing catheter. The suture boots were then removed from the catheter. The pump was anchored into the existing pocket, and the pocket incision was closed. On (B)(6) 2021, the patient woke up with worsening spasticity and progressed to significant withdrawal by 6pm. The patient presented to the emergency room on (B)(6) 2021 where other factors such as illness/infection, urinary (uti), and constipation were ruled out. The pump was interrogated and found to have no active alarms. The patient's abdominal and t-spine were x-rayed to rule out catheter disconnection. Of note, a 50 mcg bolus was then programmed with no change in withdrawal symptoms. The existing catheter was replaced with and 8780 catheter. The original catheter was removed in several segments and not attached as a whole piece. Good csf flow was noted after the new catheter placement. The new 8780 catheter was then connected to the pump. The physician then used a catheter access port (cap) needle from the catheter access kit to aspirate from the cap to verify patency after connecting to the new 8780 catheter. The pump was anchored into the pocket and both the pump and spinal incisions were closed. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.